Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
The hs1 device (sn (B)(6)) was returned to philips for additional analysis. The complaint was escalated for a technical complaint investigation, and the results indicated that the hv capacitor exhibited leakage issues at higher temperatures, confirming the customer's complaint of a faulty hv capacitor in such conditions. The device includes redundant design features to alert the user if service is needed. These features include an audible beep and a flashing ¿information¿ button that, when pressed, will cause the device to provide specific voice prompts providing the user with more information. Based on the available information and testing, the reported problem was confirmed to be a leaky hv capacitor. Based on the information available and results of additional analysis further action has been initiated. Philips recommended removing the device from service, and the customer was provided with a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.